Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) and high/ undefined pacing impedance on the superior vena cava (svc) coil. Reprogramming occurred and the svc coil was turned off. The lead remains in use. No patient complications have been reported as a result of this event.